Manufacturer narrative:
Zoom handle load cell weldment.

Event description:
It was reported by svc report that the weld was broken in the zoom handle assembly. Customer reported that there were no pts involved or adverse consequences reported.